Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin delivery had stopped and subsequently, resume pump alarm occurred. Customer did not know what caused the insulin delivery to be stopped. The customer declined to upload pump data for tandem technical support to review. The customer cleared the resume pump alarm and resumed insulin delivery. Blood glucose level was 245 mg/dl.